Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed no evidence of a bolus being programmed or delivered on the reported event date. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was successfully paired with returned meter. A 10 unit bolus was successfully delivered from the meter. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable be duplicated during investigation.

Event description:
On (B)(6) 2012, the patient's mother/reported contacted animas on behalf of the patient alleging a pump delivery issue involved when programmed via the onetouch ping meter remote. The reporter gave the patient a bolus dosage using the onetouch ping meter remote on (B)(6) 2012 at 6:35 am when the patient had a blood glucose reading of 387 mg/dl. The reporter observed the bolus dosage counting down and assumed the insulin delivery went through; however, there was no record of the bolus dosage in the history record. The subject pump did not emit an alert to notify of an incomplete delivery at the time of concern. The reporter programmed another bolus dose for breakfast at 7:02 am which was documented with the pump history. The patient subsequently had elevated blood glucose reading of 545 mg/dl and tested positive for ketones at 8:44 pm when the school nurse tested the patient. The school nurse gave the patient insulin via the meter remote which again did not show in the subject pump history. The reporter believed the patient's elevated blood glucose was due to the undelivered correction bolus via the meter at 6:35 am. The patient's blood glucose was corrected to 374 mg/dl after the reporter programmed two bolus doses via the meter remote, one at 12:36pm and the other at 2:12pm. Another alleged undelivered insulin dosage via the remote meter occurred on (B)(6) 2012 at 9:38am. The patient blood glucose was at 171 mg/dl. Later that day at 6:05pm, the patient's blood glucose elevated to 360 mg/dl. Again, the programmed the correction bolus via meter remote but the pump history showed no record of the delivery. The reported issue was not resolved with training. The patient was advised to discontinue programming bolus insulin through the meter remote. The animas products was replaced and requested back for investigation. This complete is being reported because the patient had elevated blood glucose over 500 mg/dl and tested positive for ketones after the insulin delivery issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).